Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient's father contacted lifescan (lfs) alleging that the patient's one touch ultra smart meter read inaccurately low. The father said the patient had received readings of 138 mg/dl at breakfast, 132 mg/dl and lunch and 126 mg/dl at dinner on june 24, 2007. The patient was ill and vomiting three days earlier. While at the hospital, a result of 499 mg/dl was obtained on the reported meter compared to a reading on the 660 mg/dl range on the hospital's device. The patient was diagnosed in ketoacidosis. She was transferred to a specialty hospital and admitted for treatment of hyperglycemia and ketoacidosis. An a1c result >14 was obtained. The patient's doctor told the father the patient's blood glucose level had been >450 mg/dl for "some time". However, the father said the meter readings had not been "anything like that". Information regarding the patient's insulin regimen was not provided. The lfs customer care advocate (cca) walked the father through a control solution test: the result of 121 mg/dl was within specifications (101-135). The patient did not speak with the cca and the cca was unable to confirm whether the patient followed correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the patient's father alleges the lfs product readings were in a normal range and did not correlate with the patient's symptoms that suggested hyperglycemia prior to her being admitted to the hospital for hyperglycemia with ketoacidosis. The patient's testing technique was not verified. A hyperglycemic reading was obtained on lfs product when the patient was in the ER and a control solution reading was within specification.